Event description:
Knee infection; discomfort in injected knee; knee ballooned (knee swelling); knee effusion. Initial info was received on 16-jul-2007 from a health care professional via a company sales rep, regarding a male pt with a history of diabetes. In 2007, the pt received a synvisc injection into the knee (specific knee unspecified). It was unk whether this was the first injection of the series. On the next day, the pt reported discomfort in the injected knee. The following day, the injected knee "ballooned because of infection" and was drained by the physician. At the time of this report, the outcome of the pt was unk. No further info provided.